Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device was implanted after the device expiration date. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: partial delamination of the valve, crack valve and crease flat. Leak test and microscopic analysis was performed which identified: crack valve and partial delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported left side deflation. Device was implanted after the device expiration date. Device has been explanted.